Event description:
Noise was observed on the ventricular channel resulting in inappropriate high voltage therapies. The lead was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.